Event description:
Additional information was received from the rep that the patient had experienced diarrhea, return of pain, headaches, and is not feeling well.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer patient receiving morphine via an implanted pump. Indication for use was noted as non-malignant pain. The patient's pump was due for replacement due to longevity in 2011. The patient had been dismissed by their physician before the replacement date. The patient did not know the pump would stop. The pump started alarming on (B)(6) 2011 and the patient went through severe withdrawals on (B)(6) 2011. The patient stated it was "bad" and they went the hospital to have it replaced by another physician on (B)(6) 2011. It was noted that a manufacturer representative was notified on 2011-11-03 or 2011 (B)(6) about the pump beeping and patient needing pump replacement due to longevity.

Event description:
Additional information received from the patient indicated that the patient was due for a refill on (B)(6) 2016 and stated her health care professional (hcp) had dismissed her due to her insurance on (B)(6) 2016. There was an incident prior to being discharged and within 5-7 days the hcp told patient they would send a letter and patient wanted to know why they were able to discharge her like that. Reportedly someone in medical records told patient she wasn't discharged yet. On (B)(6) 2016 hcp told patient was just discharged on (B)(6) 2016. The patient also asked about residual volume left over when they do refills. The patient stated that none of her hcps stated there was ever an issue with what they removed but wondered why there was always some they pulled out. The patient was given locator listings.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient¿s withdrawal symptoms. It was reported on (B)(6) 2016 that the patient had experienced heavy sweating, vomiting, hallucinations of rabbits in her living room, pulled her hair out, and scratched her skin until she bled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.